Event description:
It was reported that during the implant procedure, the physician had difficulty moving the guidewire through the lead. The lead was not implanted, and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. There was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4)